Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2018-07528. It was reported following a dorsal root ganglion (drg) explant on (B)(6) 2018 (reference MFR. Report#:1627487-2018-05964 and MFR. Report#1627487-2018-07544), the physician noticed the lead was not fully intact. Florescent imaging revealed the patient's lead contacts remained in the patient's epidural space. However, no intervention has been planned to remove the lead contacts.